Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal surgery or date scheduled: (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with pelvic pain, general abnormal bleeding, dysmennorhea (cramping), abdominal pain and menorrhagia (heavy menstrual bleeding) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 364788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii. Concurrent conditions included grand multiparity and parity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery or date scheduled: (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and weight increased outcome was unknown and the abdominal pain and chest pain had resolved. The reporter considered abdominal pain, chest pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date: (B)(6) 2016 and (B)(6) 2018. Current weight 238 lbs. Insertion details: left ostia - 3 coils. Right ostia - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure, on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received, new events added: abnormal bleeding (vaginal), migraines / headaches, nausea, dysmenorrhea (cramping), fatigue, weight gain, other injury(ies) or complication (s) please describe: chest pains. Lot number was added. Outcome of events chest pain, abdominal pain from unknown to recovered/resolved were updated. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 364788-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included grand multiparity and parity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and chest pain ("chest pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery or date scheduled: (B)(6) 2016). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, migraine, nausea, fatigue and weight increased outcome was unknown and the abdominal pain and chest pain had resolved. The reporter considered abdominal pain, chest pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure explant date:- (B)(6) 2016 and (B)(6) 2018. Current weight 238 lbs. Insertion details:- left ostia - 3 coils. Right ostia - 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: total bilateral occlusion. Lot number reported (364788 ) is not valid . Most recent follow-up information incorporated above includes: on 18-oct-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.